Event description:
Patient had a lap tubal banding. Doctor was closing umbilical incision with 3.0 plain suture on fs-2 cutting needle when needle broke inside patiet. In spite of several x-rays being taken to visualize the needle, the needle was not able to be retreived after extensive probing. Patient ab=dmitted overngt because of extensive probing and time under anesthesia. Two surgeons have recommended that patient have abdominal surgery for removal of the needle, which patient has chosen to dodevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: other. Conclusion: device failure directly contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was not destroyed/disposed of.